Event description:
It was reported that a patient, who had a right taa, underwent a revision procedure approximately 5 years 2 months post the initial procedure. The patient has been experiencing pain in the area of the achilles tendon for quite some time. A fractured inlay was replaced. All parts and pieces were removed. There was a 30 to 45 minute surgical delay with no adverse event to the patient. The patient was last known to be in stable condition following the event. X-rays were provided. The explant is available for return. Device images were provided. No further information.